Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). After further investigation, there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Event description:
The facility reported an automix 3+3/as compounder that generated an incorrect solution 2 (is2) message on the yellow station. This condition occurred during compounding in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.